Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited elevated and out-of-range shock impedance measurements on the right ventricular (rv) lead, exceeding 125 ohms. During a clinical evaluation, the health care professional (hcp) observed that the crt-d was shifting in position, and that shock impedance values varied depending on the patient's posture. Technical services (ts) noted that the shock impedances had been fluctuating and recommended a revision surgery if device mobility was confirmed. Ts also advised obtaining an x-ray to verify whether the crt-d was repeatedly flipping and thereby affecting the leads. No adverse patient effects were reported. This rv lead remains in service.